Manufacturer narrative:
Spacelabs has launched an investigation of this issue and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2015 that the qube compact monitor model 91390 with capnopod interface (serial number (B)(4)) disconnects losing vital capnography values on intubated patients during transport. No one was injured as a result of this event.

Manufacturer narrative:
The customer has decided that they will no longer use the qube compact monitor model 91390 (serial number: (B)(4)) for patient transfer due to breakage of the (B)(4) model 92516 connection. The customer stated there was a disconnection of the (B)(4) terminals during transfer resulting in loss of capnography on intubated patients. Additionally, the nomoline clip broke (this connection sits at a right angle to the monitor screen). The qube was replaced with a (B)(4) monitor and two bay housing for the (B)(4) integration as the customer requested. However, the customer reported problem could not be verified by a spacelabs product support specialist performing the investigation in (B)(4). Based on the customer provided information, root cause could not be determined. This investigation is considered complete and the issue closed.